Event description:
The customer contacted physio-control to report that their device would not recognize when either the quik-combo therapy cable assembly or the hard paddles assembly were connected to the unit. As a result, a patient could not be detected and defibrillation therapy could not be delivered if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Through additional examination, physio-control was able to determine that the cause of the reported issue was the sc pcb assembly; however, further component level cause could not be determined. The removed ui pcb was an ancillary part and there was no failure of the assembly.